Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2108902 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 5f mynx control vascular closure device (vcd) was out of the skin during the procedure. Manual compression was held for 25 minutes to achieve hemostasis. There was no reported patient injury. The device was prepped according to the IFU. The device was not purged of air during prep. The mynx vcd used in an interventional peripheral procedure and retrograde approach was taken. The deployer is mynx certified. An unknown 5f sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and there was presence of pvd/calcium in the vicinity of the puncture site. The stick location was above the femoral head. There was no scar tissue present in the vicinity of the puncture site. Excessive tension was not applied to the device (as indicated in the tension indicator). The patient recovered after the mynx event. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the balloon of 5f mynx control vascular closure device (vcd) was out of the skin during the procedure. Manual compression was held for 25 minutes to achieve hemostasis. There was no reported patient injury. The device was prepped according to the IFU. The device was not purged of air during prep. The mynx vcd used in an interventional peripheral procedure and retrograde approach was taken. The deployer is mynx certified. An unknown 5f sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and there was presence of pvd/calcium in the vicinity of the puncture site. The stick location was above the femoral head. There was no scar tissue present in the vicinity of the puncture site. Excessive tension was not applied to the device (as indicated in the tension indicator). The patient recovered after the mynx event. The device was returned for evaluation. A 5f non-sterile mynx control vascular closure device was returned for investigation. Per visual analysis, the device was exposed to blood and the buttons 1and 2 remained in the manufacturing position. The syringe was attached to the device with the stop cock closed. The sealant sleeves were split open, exposing the sealant to moisture. The sealant was swollen. The procedure sheath was not returned. Per functional analysis, an inflation/deflation test was performed on the balloon of the returned device. The inflation indicator and the balloon inflated as per mynx control instructions for use (IFU). The balloon deflated completely, and no tear or leak was observed. Per dimensional analysis, the outer diameter of the balloon was found to be within the specification. Per microscopic analysis, the inflated balloon was inspected under high magnification and revealed residual saline, indicating that the device was prepped according to the IFU. Also, the swollen sealant and sealant sleeves were observed to be open. A product history record (phr) review of lot f2108902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pull-through¿ was not confirmed during analysis of the returned device. The exact cause of the event could not be conclusively be determined, however procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.